Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited non-sustained rv oversensing episode due to post-paced t-wave oversensing. Programming changes were made to resolve the issue.